Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the atrial lead was out of position and exhibited loss of capture and sensing. Patient presented for lead revision procedure. During the procedure, the implantable cardioverter defibrillator was temporarily removed form body and the physician elected to replace the atrial lead. The lead was explanted and replaced. The patient was stable.